Event description:
It was reported that during an unknown procedure, the 1st staple was ok, reloads and jams on 2nd staple (scissure). No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. B3: event date unknown, entered as 1/1/2024. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was received: is the current patient status known? No issue. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Please explain in detail what was the issue with the device: beginning of the motorized stapling and interruption almost at the beginning of the procedure. Was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? The user cannot remember. If yes, did the jaws eventually open? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 12/19/2024 d4 batch # 183d94 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with an gst45b reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 183d94, and no non-conformances were identified.